Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that ECG strips revealed a base rate of 64ppm when it was programmed to 70ppm.~~~~~